Event description:
The customer reported the battery has short battery life. There was no reported patient involvement.

Manufacturer narrative:
H5: added information submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H5: added information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.